Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, exhibited a message to see the manual o.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, (B)(4), exhibited a message to see the manual (B)(4).

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Service (preventive maintenance) was due. Replaced clock battery. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.